Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to connect to the ipg following a procedure. Reportedly, the ipg was not put into surgery mode prior to the procedure. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number : 3006705815-2022-14993, related manufacturer reference number : 3006705815-2022-14994. Additional information received indicates the patient experienced ineffective therapy. In turn, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issues.